Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for gastric stimulation it was reported that the patient complained of the battery moving around in her pocket. She complained of the issue on an office visit on (B)(6) 2020. It was unknown what contributed or caused the reported event. Battery revision was done as the health care professional repositioned and resutured the battery. It was also reported that the issue was resolved. No further complications noted or anticipated